Manufacturer narrative:
Correction to FDA results and conclusion codes. Code 77 still applicable as reported on initial medical device report (MDR).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. He reviewed and confirmed the grainy images with artifact near implants. Tested system alignment and output to confirm system functionality. The medtronic representative then worked with the system operators on different functionality that could help improve iq. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced. The software investigation found that the reported event was unrelated to a software issue and suspects user technique. The software functioned as designed.

Event description:
A medtronic representative reported on behalf of the site, that during a spinal fusion procedure, the standard confirmation spin was light and grainy and had poor detail. The hd initial spin was fine. The surgeon opted to continue with the use of that confirmation spin image. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.